Event description:
It was reported the pt underwent a percutaneus coronary intervention (pci), followed by an angio-seal device deployment to seal the arteriotomy in 2003. The pt presented to the hosp two days later complaining of pain, fever, swelling, redness, and drainage at the previous access site. The pt was diagnosed with a lymph node infection. The pt was treated with IV antibiotics for one week and had reportedly recovered. The physician stated the pt had taken a bath the day following the procedure, which may have contributed to the infection.